Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the handset and communicator were activated and operated, service code 1703 occurred after connection. There were no problems with the patient's condition. The service code persisted even after the handset and communicator were restarted. When 'continue' was pressed, the stimulation on/off screen was displayed, and the switching operation was performed without any problems. The cause of the code was found to be due to abnormal impedance. The cause of the abnormality is unknown, however, it may have been due to patient bumping their head near the lead implant site. As an intervention, the electrode was removed and reset. This resolved the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: b3300533m, serial#: (B)(6), implanted: (B)(6) 2022, product type: lead. Product ID: b3300542, serial#: (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They clarified that this was high impedance. It is unclear whether the high resistance value occurred on the left or right lead.